Event description:
Device malfunction: suture failed to deploy. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, the suture did not deploy due to heavy calcification. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.